Manufacturer narrative:
(B)(4). The returned rx needle knife xl was analyzed, and a visual evaluation noted that the extrusion had residues from the procedure. The working length was free from obvious kinks/bends. The device was observed under magnification, and the tip the catheter was blackened, indicating that the device was energized. The catheter was cut, and it was confirmed that the wire was broken; however, the broken section as not returned. Functionally, when the handle was actuated, the needle did not extend due to the condition of the device (broken wire). Per x-ray inspection, the images revealed that the wire was broken at the distal section. No other problems with the device were noted. The product analysis revealed that the cutting wire (needle) was broken and blackened. The cutting wire being blackened indicates that the device was energized. These conditions could have been generated due to the technique used, the patient anatomy, or interaction with the scope or additional devices. Also, if it exceeded the maximum of voltage rating, or if the cutting wire was not in constant motion as per IFU states. Therefore, these procedural factors could have contributed to the broken wire leading to an extension problem as well due to the missing broken section. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the papilla of vater during a sphincterotomy procedure performed on (B)(6) 2022. During the procedure, when the nurse actuated the device, the needle would not extend. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the wire was broken at the distal section.